Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stripped battery cap coin slot (p). (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and removing battery cap. Customer's blood glucose was 366 mg/dl. The customer stated they are unable to removed the battery cap on their device. The customer was advised to obtain a large screwdriver and attempt removal. The customer stated that she has no access to any tools. The customer was advised that we are sending cot pump. Customer declined to troubleshoot for failed battery test.